Event description:
Customer reported when patient was turned, the flange broke off the tube. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the patient.

Manufacturer narrative:
(B)(4). A visual inspection was done and it was observed that the flange is separated from the outer cannula; the pins of the flange are in good conditions. A dimensional test was performed; the pins diameter of the flange are within specification. The reported issue is confirmed. We are unable to determine the exact cause for this specific event, however, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.